Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) for an implant procedure. The patient's medical history was remarkable for low ejection fraction (15%) and severe vascular disease. The system was implanted and the pocket was closed. All lead diagnostic measurements were within normal limits. The patient was prepared for device-based defibrillation testing and a pre-induction blood pressure check was normal. A shock-on-t was delivered followed by normal sensing, delivery of 21 joules and successful termination of the arrhythmia. Following vf termination, no blood pressure could be recorded and the patient's oxygen saturation level dropped precipitously. The patient's pupils were checked and were found to be fixed and dilated. The heart was motionless under fluoroscopic imaging. Cardiopulmonary resuscitation (CPR) was initiated and echocardiogram ruled-out cardiac tamponade. Despite multiple recurrent vf, shock deliveries, and arrhythmia terminations, the patient could not be stabilized and died. According to the physician, there were no allegations or complaints against the device's operation or functionality. The device will not be returned to boston scientific's post market quality assurance laboratory for analysis. A save-to-disk was not performed.